Manufacturer narrative:
Per additional information received on december 07, 2025, the mammogram examination cofirmed left sided rupture and breast cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 13, 2026: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with mentor memorygel, 500cc silicone prosthesis experience left sided silent rupture post operation. The issue confirmed by mammogram performed on (B)(6) 2025. At the time of this report, mentor received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on december 17, 2025, the patient underwent removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: breast cyst, silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 18, 2025 the patient underwent capsulorraphy bilateral breast pockets, replacement with silicone implants bilateral: ( r breast: mentor memorygel boost high profile ref 3506504bc; sn (B)(6), - l breast: mentor memorygel boost high profile ref 3506004bc; sn (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 21, 2026, left implant was removed due to fluid surrounding implant and pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 12, 2025, following patient recent surgery on (B)(6) 2025, she experienced left sided fluid accumulation, and persistent pain. The patient has decided that she does not want to replace the implant immediately and would like to give her body time to recover before considering a new replacement.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 17, 2025, mentor became aware that follow up: #1 missed reporting that the ultrasound examination detected the cyst and patient indicating pain, which makes the rupture symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 26, 2026, the patient had the removal surgery on (B)(6) 2026. Manufacturer¿s reference number: (B)(4).